Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that on the implantable neurostimulator (ins) on their right side was shocking and burning them. The patient stated that they had been experiencing the issue since the morning on the day of this report. The patient also mentioned that they were getting a message that the ins battery needed to be charged. No further complications were reported or anticipated. Indication for use is spinal pain.

Event description:
Additional information received from a consumer (con). It was reported that the unit was off at the time of the shocking and burning sensation. It was not on any leads, but at and below the unit. The patient went to the emergency room (ER) and got IV and medications and the unit was shut on and off several times. The patient noted that it calmed down. The patient noted they had surgery on (B)(6) 2018 to try to resolve the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date should be (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.